Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter does not turn on. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that the alleged issue occurred at an unspecified time on (B)(6) 2011. The patient stated that she manages her diabetes with insulin (unknown type and dosage) and denied making any changes to her normal diabetes management routine in response to the reported issue. Three to four hours after the alleged product issue occurred, the patient claimed to have developed symptoms of 'dizziness, lightheadedness and of frequent urination'. The patient informed the cca that on (B)(6) 2011, she obtained a 'phone advice' from her doctor. It is not known what type of hcp advice was given to the patient. The cca noted that the patient did not have all the products available to troubleshoot with, so the reported issue remains unresolved. Replacement products were sent to the patient. Although the patient did not receive any medical treatment after the alleged issue occurred, this complaint is being reported because the patient developed symptoms suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.